Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that bronchoscopy revealed that the patient had a bloody sputum. The causal relationship was considered low but could not be denied.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient experienced massive respiratory bleeding. The patient was admitted for the bleeding and lung disease. They were having ongoing hospitalization. It was unknown if blood transfusions were given. A bronchoscopy was performed. The patient was given medications. Warfarin treatment was ongoing. The patient's international normalized ratio (inr) was 2.1 and their platelet count was 139,000 / l. The cause of bleeding was thought to be due to a history of a lesion or disease at the site of bleeding, which promoted the onset of the new airway bleeding.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 15nov2017. The heartmate ii lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that exclusion diagnosis determined the cause of bleeding to be chronic lower respiratory tract inflammation. The patient¿s symptoms improved with oral erythromycin. The device operated as expected